Manufacturer narrative:
The hvad has been explanted. Further, the batteries ((B)(4)) have been received for further analysis. Additional information will be submitted in the final report. Additional patient information received on (B)(4) 2014 indicating the patient is "doing excellent", successfully explanted.

Event description:
It was reported that approximately 5 years after lvad implantation; the patient reported that the ps (power source) is changing from one port to the other earlier than expected. This will happen with all batteries and on both ports. There were no patient demographics reported.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Six batteries were returned for evaluation. Visual and functional analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Analysis of batteries ((B)(4)) revealed that the batteries met specifications; the devices passed visual inspection and functional testing. Analysis of battery ((B)(4)) revealed that the battery failed to meet specifications; the battery failed functional testing due to a faulty internal cell pair. Log file analysis revealed that ((B)(4)) were involved in power switching events. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching of screened batteries are most often attributed to communication errors between the controller and battery. The most likely root cause is a combination of a battery with a faulty internal cell pair and a communication error between the controller and battery. There are no known clinical or user related factors that could have contributed to this event. The manufacturer has opened an internal investigation to evaluate these types of issues. A voluntary field correction, fsca apr2014, was initiated on april 30, 2014 regarding all heartware® ventricular assist system batteries, product codes 1650 and 1650-de. The field correction provided patients and healthcare providers with information to recognize batteries with less than two hours of run time, reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Labeling language also will be clarified to align with the information contained in the fsca apr2014 correction notice. Heartware later expanded the voluntary field action, fsca apr2014.1, for the removal of unscreened batteries ((B)(4)) from the field. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries and a back-up controller available at all times, beyond the two (2) power sources that are currently connected to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4).